Manufacturer narrative:
It is confirmed that the file is not reportable after investigations though it was initially stated as reportable based on the reported issues. The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history for sn (B)(4) was performed which did not confirmed similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 03aug2015. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device won't flow calibrate. Replaced front door kit since in the past it has helped raise the rates. However it did not this time and the sensors are still not calibrating into the range. Although the rate is 11.49 it says that it is out of range and needs repaired. There was no patient involvement.